Event description:
It was reported that upon interrogation the atrial lead exhibited complete loss of capture. The pulse generator was programmed to vvi mode. A chest xray was performed and led the physician to suspect damage near the suture sleeve tie- down point. Due to the non-dependent nature of the patient, the physician elected to reprogram the device to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.